Event description:
It was reported that hat the healthcare professional (hcp) requested review of device data to confirm device operation of this cardiac resynchronization therapy pacemaker (crt-p). Boston scientific technical services (ts) was not able to determine if the episodes stored were atrial or ventricular arrhythmias. Upon review of the episodes, it was noted atrial undersensing and low amplitude. The patient reported lightheadedness. Additionally, high capture thresholds were observed on the right ventricular (rv) lead. Additional information was received that this ra lead was explanted due to therapy upgrade. No additional adverse patient effects were reported. At this time, it is unknown if this product will return for analysis.